Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide further information regarding the issue. The pump was replaced, and the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.